Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 417 mg/dl. The customer stated that she was not able to rewind due to a no delivery alarm. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit and the pump did not alarm no delivery.